Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: int urogynecol j. 2015; 26 (1): s23¿s174.

Event description:
It was reported via journal article "title : long-term outcome after transvaginal mesh repair of pelvic organ prolapse. " author: p. Heinonen, r. Aaltonen, k. Joronen, s. Alanissilä citation: int urogynecol j. 2015; 26 (1): s23¿s174. The authors evaluated the subjective and objective outcome of the transvaginal mesh (tvm) procedure after a median of 7 years follow-up. The long-term complications, reoperations and patient satisfaction were of particular interest. This study consists of tvm procedures performed in 161 patients (mean age: 71 years; mean bmi: 27 kg/m2) between may 2007 and march 2009 by using prolift transvaginal mesh commercial kit (ethicon). Indications for using mesh were recurrent pop or large primary pop with a paravaginal defect and/or apical prolapse. Reported complications included abnormal palpation of the mesh (n-12), mesh exposure (n-36) which required mesh resection (n-18), exposure through vaginal epithelium (n-32), exposure through bowel (n-1), mesh erosion (n-49), dyspareunia (n-2), pop in any compartment (16.2%) which required re-operation, and pop in the treated compartment (5%) which required re-operation. It was reported that the long-term subjective outcome is satisfactory and patient satisfaction was high after the tvm procedure. Mesh exposure rate was high; most of the exposures were late onset and asymptomatic.